Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and lymphadenopathy.

Event description:
Patient representative reported left side rupture and some lymph nodes slightly enlarged adjacent to it. Device has been explanted.

Event description:
Patient representative reported left side rupture and some lymph nodes slightly enlarged adjacent to it. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture and lymphadenopathy was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported left side rupture and some lymph nodes slightly enlarged adjacent to it. Device has been explanted.

Event description:
Patient representative reported, left side rupture. And some lymph nodes slightly enlarged adjacent to it. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening posterior assessed, as an unidentified (tear) opening (shell thickness within spec). And observed, two openings on anterior and two openings on radius assessed, as surgical damage. Lymphadenopathy: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.